Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was 170 mg/dl, and the blood glucose reading was high. The patient stated they did not experience any symptoms, but went to the hospital, as a precaution. At the hospital the cgm reading was under 200 mg/dl, and the blood glucose reading was 680 mg/dl. The patient was treated with intravenous fluids, saline, and insulin via injection. Blood work was completed, and the physician stated the findings ruled out the event being caused by prednisone, which patient also had been taking. The patient was discharged after 4 to 5 hours, and reported feeling very tired and drugged upon discharge, but it was understood the patient had recovered from the hyperglycemic event. The patient was prescribed an unspecified short acting insulin. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.